Event description:
The customer obtained a non-reproducible (B)(6) vitros anti-hbs result ((B)(6)) from a single patient sample run on the vitros eciq immunodiagnostic system. The result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the result and the sample was repeat tested. The repeat test result was believed to be true. The corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible (B)(6) vitros anti-hbs result from a single patient sample run on the vitros eciq immunodiagnostic system was obtained. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. However, poor sample processing and/or or a sample mix-up cannot be ruled out as potential contributing factors. The root cause of this event is unknown.